Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, pins in the trunk cable connector were bent and the electrode belt was unable to connect to a monitor. The root cause for the bent pins was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.